Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the nurse noted blood in the tubing and upon further inspection noted there was a separation at the y-site and leakage. There was no patient harm.

Event description:
A note received with the product stated the separation occurred at the distal port.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer¿s report that there was a separation at the y-site and leakage was confirmed. Visual inspection of set noted separation at the engagement between the outlet of the lowest smartsite valve and pvc tubing components. Examination under magnification insufficient to no solvent on the separated tubing end. Functional testing was deemed unnecessary due to separation. Dimensional analysis performed found the tubing to be within specification. The cause of the leakage was due to the component separation. The root cause of the separation was due to an assembly issue of insufficient solvent being applied at the engagement of the tubing.

Event description:
The customer reported the nurse noted blood in the tubing and upon further inspection noted there was a separation at the y-site and leakage. A note received with the product stated the separation occurred at the distal port. There was no patient harm.